Event description:
The customer reported that the insulin pump alarmed motor error. The customer stated that the device was not exposed to an MRI. Troubleshooting was performed. Assisted the customer to perform the displacement test and the test failed. Advised the customer revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion, prime test. Insulin pump was received stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.